Event description:
During an ercp procedure, the physician used a wilson-cook web extraction basket. During system preparation, the basket extended from the outer sheath as expected. The extraction basket was advanced through the endoscope. When extension of the basket was attempted. Resistance was encountered. The user applies excessive pressure to the hand assembly at this time, the inner drive wire punctured the outer sheath near the proximal end of the device. The condition of the user and patient was reported as good.